Event description:
During a lar procedure, the device was working properly during the case and then the generator alarmed error code 5. The tech loosened and retightened the instrument and tested it, again the generator alarmed code 5. The case was completed with another device with no patient consequences.